Event description:
It was reported that the spaceoar placement was odd. The hydrogel was observed wrapping around the prostate. No patient complications were reported as a result of this event. The patient received external beam radiation treatment.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2025 , was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2025 . Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.